Event description:
Event description guidant received information that this coronary sinus lead appeared to have been sheered off and seperated at the subclavian site, resulting in increased impedance measurements. It was also reported that during the time frame of increased impededance measurements, the patient reported falling down stair and breaking his fall with his arm.